Manufacturer narrative:
Investigation summary: one open 30g x 5mm auto shield duo sample and three photos were returned from an unknown lot. No., cat. No. Unknown. Activation testing was carried out on the returned sample and it was observed that the patient end was activated while the non-patient end was not activated. No DHR review can be carried out as lot number is unknown. The root cause of this issue is the rotation of the non-patient shield locking into the hub not being set correctly. CAPA (B)(4) was raised to address this issue.

Event description:
It was reported that a needle stick injury occurred from a unspecified bd¿ pen needle, to a worker at a hospital. It is unknown if the needle was clean or dirty. No medical intervention was reported.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle stick injury occurred from a unspecified bd¿ pen needle, to a worker at a hospital. It is unknown if the needle was clean or dirty. No medical intervention was reported.

Event description:
It was reported that a needle stick injury occurred from a unspecified bd pen needle, to a worker at a hospital. It is unknown if the needle was clean or dirty. No medical intervention was reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.